Event description:
It was reported that the health care professional (hcp) requested review of a ventricular episode stored by this cardiac resynchronization therapy defibrillator (crt-d) system. The hcp reported the amplitude on the right ventricular (rv) channel was quite small and questioned if there was capture. Technical services (ts) advised the t-wave can be seen during onset, suggestive of capture. However, after anti-tachycardia pacing is delivered it is harder to see and there is possible loss of biventricular pacing. Ts suggested the patient be seen for an in-person evaluation. Additional information provided the patient was subsequently seen at the clinic and rv capture was confirmed with in-person testing. The patient will continue to be followed as normal. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) requested review of a ventricular episode stored by this cardiac resynchronization therapy defibrillator (crt-d) system. The hcp reported the amplitude on the right ventricular channel was quite small and questioned if there was capture. Technical services (ts) advised the t-wave can be seen during onset, suggestive of capture. However, after anti-tachycardia pacing is delivered it is harder to see and there is possible loss of biventricular pacing. Ts suggested the patient be seen for an in-person evaluation. Additional information has been requested but was not provided at this time. This crt-d remains in service. No adverse patient effects were reported.